Event description:
It was reported to tyco healthcare/kendall on 04/15/2008 that a customer had a problem with the heparin prefilled syringes. The customer reports that the pt received a heparin injection and had an anaphylactic reaction and has received medical attention.

Manufacturer narrative:
Submit date 4/15/2008. An investigation is currently underway. Upon completion, the results will be forwarded.